Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
The patient underwent transforaminal lumbar interbody fusion surgery with spinal cage and screw at l4-5 on (B)(6) 2015. It was reported that on an unknown date, post-op, the implanted cage was unstable due to sinking in intervertebral body and with symptom like "erosion" so revision surgery was performed to remove the cage and then the surgeon carried out oblique lumbar interbody fusion surgery due to bone union failure at l4-5. The cage was removed from anterior and another cage was inserted. The removed products were disposed at the hospital.